Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced congestive heart failure. The patient was hospitalized for the event. Treatment, cause, and outcome are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The cause could not be determined as the device was not returned. Should additional relevant information become available, a supplemental report will be submitted.